Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: damaged front panel, chassis deterioration and pump unit failure. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that water leaks from the output connector socket and water floods inside the device and liquid adheres to the board occurred due mishandling when endoscope was cleaned manually. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source had water leakage from the output connector socket. It is unknown when the issue was observed and there were no reports of patient or user harm associated.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.